Event description:
It was reported that the user received a high glucose alert around midday during a blood glucose verification attempt, could not confirm a fingerstick reading, and had no current sensor glucose values available until a new sensor pairs. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and no medical intervention beyond routine troubleshooting and education. Investigation included case documentation and user-reported troubleshooting, with plans for follow-up to confirm a return to normal glucose range. Investigation of this case revealed that the cause of the high glucose event remained unclear, with no confirmed device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.